Event description:
The MFR received info alleging a ventilator's remote alarm connector was broken. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's interface board was replaced to address the issue. During the eval of the device at the MFR's service ctr, "service required" code was found in the ventilator's downloaded error log. The device's power mgmt board was replaced to address the issue.